Event description:
A customer called beckman coulter regarding two discrepant urine test results from two different patients. Both patients had positive (+) results from a home pregnancy test kit (kit brand unknown). Serum samples were collected from both patients and sent to the lab for additional testing. The customer indicated that an hcg qualitative testing was performed on both samples. Testing methodology was not provided. The customer did not provide the results from the lab. There has been change to pt treatment can be attributed to this event.